Event description:
The customer reports that the double lumen snapped at the site closest to the hub (valve)leading to the PICC line removal (one of these was attached to an infuser which got caught on an object). The PICC was removed and a new device was inserted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen PICC catheter for evaluation. The catheter contained obvious signs of use in the form of biological material in the extension lines. Visual inspection of the catheter revealed the proximal extension line had been separated from its luer hub. The proximal luer hub was not returned. The separation point was rough and jagged. The total length of the catheter body measured to be 18.625" which in not within specifications of 19.5-20.0" per product drawing. This indicates at least 0.875" were trimmed and not returned. The outer diameter of the proximal extension line measured 0.09680" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the proximal extension line measured 0.057" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured as expected. A manual tug test confirmed the distal extension line was fully secured within the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated proximal to the luer hub; however, the separated luer hub was not returned. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Without the separated luer hub returned to evaluate, the root cause of this complaint was unable to be determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the double lumen snapped at the site closest to the hub (valve)leading to the PICC line removal (one of these was attached to an infuser which got caught on an object). The PICC was removed and a new device was inserted.